Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call; customer cannot see the lot number on the meter. The strips have been stored correctly in the bedroom and at the time was not past 4 months. Not stored in humid, extreme heat, flooding. The customer is not having any symptoms regarding her diabetes. No change in diet and exercise. Customer takes the blood fasting. The customer is feeling well. Customer say the meter is reading too high. Customer cannot see the lot number or expiration date on the bottle.

Event description:
Consumer reported complaint for high blood glucose results. Daughter is calling on behalf of the customer. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 100 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. Verified storage of product is within instructed specification since they are retained in the bedroom.. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Initial e-mail from retailer: customer called about the all in one kit. Customer purchase the unit a week ago store (B)(4). Customer said the unit gave her high readings and then it never turn on again. Customer said she was not able to see a lot number on the unit with the letters. No troubleshooting at this time the unit would not turn on.